Manufacturer narrative:
Investigation summary- bd received three photos for investigation. One of the customer photos shows a device with the sleeve not properly recovered over the np cannula. Additionally, 30 retained samples were subjected to functional tests. One of these samples failed testing due to sleeve leakage observed from poor sleeve recovery. All other samples passed the functional test as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, blood leaked since the rubber covering non-patient needle did not retract. Blood got on the leg of one of the staff members and a couple splashes got on one of the patients, no other information provided.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, blood leaked since the rubber covering non-patient needle did not retract. Blood got on the leg of one of the staff members and a couple splashes got on one of the patients, no other information provided.